Event description:
The customer reported that while pipetting an hcv plate on summit the tech observed that low sample/low reagent was delivered to wells b2 and b3. No error was generated. No death or serious injury was associated with this complaint.